Event description:
New information notes the issue was discovered during a routine device check in clinic. The patient was asymptomatic. Programming changes were made. The issue was corrected, the patient was stable and doing well before, during and after the event.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).